Manufacturer narrative:
(B)(4). Investigation summary: two photos each displaying a single loose 1ml syringe in a sealed blister pack were received and evaluated. It was observed in each the of the photos the syringes had a significant amount of missing print. One syringe had the scale marking numbers smeared and missing. One syringe had a skewed scale and missing grad lines above the 0.4ml marking. Both syringes had a rejectable amount of missing print per product specification. The missing ink defect was found during the manufacture of this batch and a requalification was performed. It is possible a small number of syringes were able to escape detection. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the missing print defect is associated with the marking process. It may have been due to a build up of ink that prevented the proper flow and transfer of ink.

Event description:
It was reported that syringe 1ml ll scale markings were illegible. The following information was provided by the initial reporter: on october 30, 2020, manufacturing process technician observed that two out of (B)(4) syringes were found to have unclear graduation marks.